Event description:
I have been wearing the frequency 55 toric lenses and twice within the last week after removing the lens I have a severe burning to my right eye, watery discharge, redness, swollen. On first occasion, I went to my eye doctor and he confirmed that I had a burned cornea. The pain was unbearable like a knife in my eye. This happens after I remove the lens from my eye. I am waiting to see eye doctor again for the same issue. Also, the proclear toric lens which I wear in my left eye has torn twice in two weeks. The first time the lens tore while in my eye and had severe pain trying to remove the torn lens. The second time the lens tore while trying to remove it from my eye. I have contacted cooper vision with my complaint on (B)(6) 2013.